Manufacturer narrative:
Product ID: 8731sc, lot# unknown, explanted: (B)(6) 2015, product type: catheter. Analysis revealed eos was due to time progression. Nothing further was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) . Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during a planned pump replacement surgery for elective replacement indicator (eri), volume discrepancies occurred. The expected residual volume (erv) was 18.5ml, and the actual residual volume (arv) was 26ml. The cause of the discrepancy was reported as a possible catheter failure. No diagnostic testing was required. The healthcare provider (hcp) wanted to clarify whether it was a pump or catheter problem. A new pump and catheter were implanted with no problems. The issue was resolved, but the cause of the issue was not determined. The patient status at the time of the report was alive with no injury. The pump system was being used to infuse lioresal. No patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot# unknown, explanted: (B)(6) 2015, product type: catheter.

Event description:
It was further provided that the patient came in for a "normal" replacement surgery and that "normal" eri occurred. The logs were not read as they were in the operating room and had replaced the pump and catheter. The explanted catheter was implanted before (B)(6) 2013 and it was discarded after the explant. The volume discrepancies were resolved with the newly implanted products and the patient was receiving effective therapy. Should additional information be received a supplemental report will be filed.